Manufacturer narrative:
A reagent issue could be excluded as the correct repeat results were measured using the same reagent. The field service engineer checked and cleaned the rinse unit. Valves were cleaned and the gear pump pressure was adjusted. Issues with tubing were addressed. The cuvette filling was adjusted. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The creatinine reagent lot number was 76615201, with an expiration date of 31-aug-2024. The customer replaced the sample probe. No further issues occurred after this action. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with the cobas integra creatinine plus ver.2 assay on a cobas 6000 c501 module. The customer provided examples of 8 patient samples with discrepant creatinine results. For at least one sample, the physician provided feedback that the result was incorrect. It is not known which sample result was questioned by the physician. The first sample resulted in creatinine values of 150.000 umol/l and 60.000 umol/l. The second sample initially resulted in a creatinine value of 73 umol/l and it repeated as 158 umol/l. The third sample initially resulted in a creatinine value of 66 umol/l and it repeated as 116 umol/l. The fourth sample initially resulted in a creatinine value of 57 umol/l and it repeated as 113 umol/l. The fifth sample initially resulted in a creatinine value of 66 umol/l and it repeated with values of 129 umol/l and 66 umol/l. The sixth sample initially resulted in a creatinine value of 173 umol/l and it repeated with values of 115 umol/l and 119 umol/l. The seventh sample initially resulted in a creatinine value of 176 umol/l and it repeated with values of 89 umol/l and 94 umol/l. The eighth sample initially resulted in a creatinine value of 150 umol/l and it repeated as 65 umol/l.